Manufacturer narrative:
The suspect medical device was not returned for device evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. Should the device return at a later date the complaint will be re-opened. A medwatch initial final report is being submitted due to a retrospective review of egs complaints (B)(4) by merit medical's systems inc, [1721504] pms team for any identified complaint discrepancies requiring corrections/additional information or submissions per 21 cfr 803. . Merit medical systems inc. (B)(6).

Event description:
The account alleges that the patient underwent a successful transoral incisionless fundoplutation [tif] procedure and was discharged to home with no patient symptoms. The patient returned to the hospital at a later date and was diagnosed with orthostatic hypotension. The patient's hematocrit was also low after blood testing. An upper endoscopy was completed and blood was identified in the patient's stomach. The patient was admitted overnight for observation. No interventions were deemed necessary. April 12, 2023, the patient was doing fine and is recovering well